Event description:
Reporting status: malfunction. Reporting rationale; failure to deflate has previously caused or contributed to vessel dissection. Device issue: failure to deflate. It was reported that after post-dilatation of a stent that was implanted at the carotid artery, the dilatation balloon would not deflate. Several attempts to deflate the balloon were unsuccessful; subsequently, the balloon was withdrawn partially deflated. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood visible in the guide wire lumen. There was no contrast visible on the balloon catheter. The balloon was loosely folded. The balloon catheter was returned with the hypotube separated .5 mm distal to the strain relief tubing. The fracture face was ovaled as if kinked prior to the separation. The hypotube jacket was noted to be separated. There were two bends in the hypotube, 3 cm and 26 cm distal to the separation. There was no other damage noted to the stent delivery system. Deflation times were unable to be tested due to the separated hypotube. Product performance engineering reviewed the incident information and the returned device analysis. It was reported that following post-dilatation of stent, the voyager could not be deflated and was removed from the patient partially inflated. Factors that can contribute to difficulty deflating include, but are not limited to, manufacturing, kinks, contrast concentration, or obstructions in the inflation lumen. Analysis of the returned device revealed that the catheter was separated 0.5 mm distal to the strain relief tubing, and thus functional testing of the inflation lumen could not be performed. No obstructions or kinks were noted in the catheter shaft which could have contributed to the difficulties deflating. Furthermore, none of the seals were noted to be damaged and there was no build up of contrast to indicate a blockage of the inflation lumen. The root cause of the failure to deflate cannot be determined. The fracture faces of the catheter were ovaled, suggesting that the shaft was kinked prior to separation. The incident information did not note the kink during inspection of the device before the procedure, and thus it likely occurred during or after the procedure. It is possible that during the procedure, the shaft kinked such that deflation was difficult, however it is not possible to investigate the relationship between the apparent kinked shaft and the deflation difficulties. The shaft separation was noted to have occurred after the procedure, during transport back to abbott vascular. Based on the incident information and returned device analysis, a conclusive root cause for the shaft separation could not be determined. Reportedly, the catheter was used in 2007, while the product expired in january 2007. The product IFU (ppl20044007, rev b) states: "note the "use by" date specified on the package." Furthermore, the device was used in the carotid artery, while the IFU states: "the voyager rx coronary dilatation catheter is indicated for: balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis for the purpose of improving myocardial perfusion. Balloon dilatation of a coronary artery occlusion for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction. Balloon dilatation of a stent after implantation." It is unknown how the use after the expiration date or in the carotid artery may have affected the difficulties experienced during the procedure. This MDR is considered closed by the product performance group.